Event description:
When the covidien clarify visualization sterile packaging was opened, a dark colored hair was noted to be on the device, secured to the device via the converter piece of plastic. The device did not come into contact with the patient, however the entire surgical sterile field needed to be "taken down'' and re-established for the surgery to proceed tas planned.